Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section h10/h11 of the initial medwatch report (MFR report # 0003015876-2021-01669) indicates: additional mfg narrative ¿ physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the device experienced an inappropriate loss of power. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h10/h11 of the initial medwatch report (MFR report # 0003015876-2021-01669) should indicate: additional mfg narrative ¿ physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm the device experienced an inappropriate loss of power. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio determined that the cause of the reported issue was due to use error because the batteries were low state of charge.

Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial reporter fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the device experienced an inappropriate loss of power. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.